Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a tbc procedure on (B)(6) 2025, and ¿normal insufflation could be used without any problems, but it stopped when switching to air seal mode.¿. The procedure was completed without the use of an alternate device. There was no delay and no impact to the patient. Further assessment found that pneumoperitoneum was lost but it is unknown if the loss was sudden or gradual. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter and the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip will be listed as concomitant devices. There are no allegations filed against them.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised the following: < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a tbc procedure on 25jul25, and ¿normal insufflation could be used without any problems, but it stopped when switching to air seal mode.¿. The procedure was completed without the use of an alternate device. There was no delay and no impact to the patient. Further assessment found that pneumoperitoneum was lost but it is unknown if the loss was sudden or gradual. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence. The asm-evac1, tri-lumen filtered tube set with activated charcoal filter and the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip will be listed as concomitant devices. There are no allegations filed against them.